Event description:
R port implanted 10/29/96, fractured on removal 6/30/96 requiring removal under radiologic guidance no complications (lot #9555).

Event description:
R port implanted 2/4/97, fractured on removal requiring removal under radiologic guidance no complications (lot #381450).

Event description:
R port implanted 5/14/97, fractured on removal requiring removal under radiologic guidance no complications (lot #386021).